Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of medical device removal ('essure removal') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy, polypectomy, asthma and chronic obstructive pulmonary disease. No concurrent gynaecological conditions. Concurrent conditions included hypertension. In 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced asthenia ("asthenia"), asthma ("asthma"), vertigo ("vertigo"), peripheral venous disease ("venous insufficiency"), disturbance in attention ("trouble concentrating"), stress ("stress"), depression ("depression"), dry skin ("dry skin") and menopause ("menopause not long after the insertion"). The patient was treated with surgery (bilateral laparoscopic salpingectomy and cornuectomy). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal, asthenia, asthma, vertigo, peripheral venous disease, disturbance in attention, stress, depression and menopause outcome was unknown. The reporter considered asthenia, asthma, depression, disturbance in attention, dry skin, medical device removal, menopause, peripheral venous disease, stress and vertigo to be related to essure. The reporter commented: essure was removed for medical reasons (medically necessary). Lot number was unknown. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of medical device removal ('essure removal') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy, polypectomy, asthma and chronic obstructive pulmonary disease. No concurrent gynaecological conditions. Concurrent conditions included hypertension. In 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced asthenia ("asthenia"), asthma ("asthma"), vertigo ("vertigo"), peripheral venous disease ("venous insufficiency"), disturbance in attention ("trouble concentrating"), stress ("stress"), depression ("depression"), dry skin ("dry skin") and menopausal symptoms ("menopause not long after the insertion") and was found to have uterine leiomyoma ("presence of a 0.4 cm leiomyoma in the right cornua"). The patient was treated with surgery (bilateral laparoscopic salpingectomy and cornuectomy). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal, asthenia, asthma, vertigo, peripheral venous disease, disturbance in attention, stress, depression, menopausal symptoms and uterine leiomyoma outcome was unknown. The reporter provided no causality assessment for uterine leiomyoma with essure. The reporter considered asthenia, asthma, depression, disturbance in attention, dry skin, medical device removal, menopausal symptoms, peripheral venous disease, stress and vertigo to be related to essure. The reporter commented: essure was removed for medical reasons (medically necessary). Lot number was unknown. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Pathology test - on (B)(6) 2020: slight fibrous remodelling of the left fallopian tube of scar tissue appearance. No significant abnormality in the right fallopian tube. Presence of a 0.4 cm leiomyoma in the right cornua. Most recent follow-up information incorporated above includes: on 3-aug-2020: anatomical pathology report received. Event "presence of a 0.4 cm leiomyoma in the right cornua" added. On 3-aug-2020: reference number added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of medical device removal ('essure removal') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy, polypectomy, asthma and chronic obstructive pulmonary disease. No concurrent gynaecological conditions. Concurrent conditions included hypertension. In 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced asthenia ("asthenia"), asthma ("asthma"), vertigo ("vertigo"), peripheral venous disease ("venous insufficiency"), disturbance in attention ("trouble concentrating"), stress ("stress"), depression ("depression"), dry skin ("dry skin") and menopausal symptoms ("menopause not long after the insertion") and was found to have uterine leiomyoma ("presence of a 0.4 cm leiomyoma in the right cornua"). The patient was treated with surgery (bilateral laparoscopic salpingectomy and coronectomy). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal, asthenia, asthma, vertigo, peripheral venous disease, disturbance in attention, stress, depression, menopausal symptoms and uterine leiomyoma outcome was unknown. The reporter provided no causality assessment for uterine leiomyoma with essure. The reporter considered asthenia, asthma, depression, disturbance in attention, dry skin, medical device removal, menopausal symptoms, peripheral venous disease, stress and vertigo to be related to essure. The reporter commented: essure was removed for medical reasons (medically necessary). Lot number was unknown. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Pathology test - on (B)(6) 2020: slight fibrous remodelling of the left fallopian tube of scar tissue appearance. No significant abnormality in the right fallopian tube. Presence of a 0.4 cm leiomyoma in the right cornua.. Most recent follow-up information incorporated above includes: on 3-aug-2020: anatomical pathology report received. Event "presence of a 0.4 cm leiomyoma in the right cornua" added. On 3-aug-2020: reference number added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of medical device removal ('essure removal') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy, polypectomy, asthma and chronic obstructive pulmonary disease. No concurrent gynaecological conditions. Concurrent conditions included hypertension. In 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced asthenia ("asthenia"), asthma ("asthma"), vertigo ("vertigo"), peripheral venous disease ("venous insufficiency"), disturbance in attention ("trouble concentrating"), stress ("stress"), depression ("depression"), dry skin ("dry skin") and menopausal symptoms ("menopause not long after the insertion") and was found to have uterine leiomyoma ("presence of a 0.4 cm leiomyoma in the right cornua"). The patient was treated with surgery (bilateral laparoscopic salpingectomy and coronectomy). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal, asthenia, asthma, vertigo, peripheral venous disease, disturbance in attention, stress, depression, menopausal symptoms and uterine leiomyoma outcome was unknown. The reporter provided no causality assessment for uterine leiomyoma with essure. The reporter considered asthenia, asthma, depression, disturbance in attention, dry skin, medical device removal, menopausal symptoms, peripheral venous disease, stress and vertigo to be related to essure. The reporter commented: essure was removed for medical reasons (medically necessary). Lot number was unknown. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Pathology test - on (B)(6) 2020: slight fibrous remodelling of the left fallopian tube of scar tissue appearance. No significant abnormality in the right fallopian tube. Presence of a 0.4 cm leiomyoma in the right cornua. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-nov-2020: quality safety evaluation of ptc. We received a device sample in this case. A technical investigation was conducted, including a review of complaint records and other relevant data; should any new and reportable information that becomes available from our investigation, this will be provided in a supplementary report.